Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unknown date the patient received treatment at home with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. However, ¿the antibiotics were not working¿; therefore, the patient was hospitalized for the event. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.